Manufacturer narrative:
Prolonged wound healing after sensor removal is a known and anticipated potential adverse effect as described in the eversense user guide, which does not require additional investigation.

Event description:
On (B)(6), 2026, senseonics was notified that a user was experiencing delayed wound healing following sensor removal. The user reported symptoms including an open incision, drainage, and pain persisting seven days post-removal. The healthcare provider was aware of the condition and prescribed treatment, including tylenol and doxycycline. The user was actively using the system with a new sensor.